Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical specialist that the patient began having high amounts of black dust in the vent filters and had continual reduction in pump flow despite being in auto mode. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.